Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that during a right labral shoulder procedure their gryphon peek anchor with proknot pulled out after being inserted in the patient. The sales rep stated that the surgeon removed the anchor with no further issues and confirmed no debris left in the patient. The sales rep reported that the surgeon completed the procedure with another like device by created a new bone hole with no patient consequences or delays. The sales rep stated that the device was discarded.